Event description:
It was reported to boston scientific corporation in 2008 that a nephrostomy drainage kit was used during a procedure. While performing an alcohol injection, the catheter (which was placed inside the patient) was broken. The pigtail area of the catheter remained in the patient, but was successfully retrieved using forceps. The age, gender and weight of the patient are not known. No patient complications were reported as a result of this event.

Manufacturer narrative:
Though expected, the suspect device has not been received for evaluation, thus, the cause of the reported malfunction is currently undetermined.